Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information d4: the UDI number is not known as the part and lot number were not provided. Literature attachment: late-onset aortic regurgitation after device closure of atrial septal defect.

Event description:
The article, "late-onset aortic regurgitation after device closure of atrial septal defect", was reviewed. The article presented a case study of a 10-year-old female patient with a secundum atrial septal defect (asd). It was reported that on an unknown date, a 16mm amplatzer septal occluder was chosen for implant. It was noted there was no restriction of aortic valve movement upon device deployment. Repeat transthoracic echocardiography (tte) the following day prior to discharge confirmed stable device position and competent aortic valve. Subsequent follow-up echocardiography at 1, 6, and 12 months were unremarkable. Tte at 2-year follow-up demonstrated moderate aortic regurgitation. The amplatzer septal occluder was in position with no residual shunt but appeared to impinge on the non-coronary cusp of the aortic valve. A decision was made for surgical removal of the device and intraoperative findings confirmed the discs impinged on the outer wall of the noncoronary aortic sinus of valsalva with resultant distortion of the noncoronary cusp with moderate aortic regurgitation. The device was explanted and the atrial septal defect was surgically repaired with a pericardial patch. The commissures on either side of the noncoronary cusp were resuspended with sutures. [The primary and corresponding author was arun gopalakrishnan, department of cardiology, sree chitra tirunal institute for medical sciences and technology, thiruvananthapuram - 695 011, kerala, india, with corresponding email: arungopalakrishnan99@gmail.com].

Manufacturer narrative:
As reported in a research article, late-onset aortic regurgitation after device closure of atrial septal defect. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: late-onset aortic regurgitation after device closure of atrial septal defect.

Event description:
N/a.